Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2016.

Event description:
It was reported that there was a lead failure and header/connection failure. The implantable cardioverter defibrillator (ICD) system remains in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.